Event description:
It was reported that a cadd® cadd-legacy® plus pump displayed "no disposable" alarm. No information was provided to indicate any patient involvement.

Manufacturer narrative:
One cadd® cadd-legacy plus pump was returned for analysis. The customer's reported problem was "no disposable" alarm. The device was found to be in fair physical condition with a cracked front housing. A cassette was attached to the device and ran with no issues. Could not duplicate the "no disposable" alarms. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.